Event description:
I recently purchased contact lenses online from a website that¿s been selling for a long time only thing is that when I tried them on I started to see blurry, the power on them is 0.00 so that shouldn¿t happen, I reached out to the seller but, they refused to refund me or make it right, I explained I could not wear them because of seeing blurry they told me it could be because of bad storage, I had just received them, I had not stored them. They refused to refund, I offered to send the lenses back & they told me they do not accept opened lenses, I told them how could I try them on without opening them?¿no type of resolution was given, so I¿m thinking they are not a seller that is legally selling contact lenses, or they would try to fix things with the consumer as the are considered a medical item. If it¿s so easy to brush my problem of seeing blurry with their lenses, I can imagine how many more people they do this too. Please look into this and see how many others they have been putting in danger, I have attached photos of the website, packing, receipt and box the lenses came in. Thanks in advance. (B)(6).